Event description:
It was reported that during deployment of a polyflex esophageal stent (adult), the insertion tube was noted to be "very stiff." According to the complainant, the insertion tube "fractured when it got into the curve of the stenosis." Reportedly, the procedure was not completed, due to another, unspecified reason. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "stable".

Manufacturer narrative:
Although the suspect device has been received for evaluation, the analysis has not been completed; the cause of the reported malfunction has not been determined.